Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 424 mg/dl at the time of the incident. The customer experienced hyperglycemia, and it was treated with the insulin pump. Customer stated they kept receiving a calibration error. During troubleshooting, customer was advised of optimal calibration settings and was adjusted so they could calibrate. Customer declined to troubleshoot the high blood glucose levels. Nothing was returned or shipped.